Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved a 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave¿, luer check valve. It was reported that an unspecified drug/infusate did not want to pass into the tubing during administration on tuesday. There were no visible defaults, cuts, tears, or holes on the device.there were no clinical consequences, harm, impact or blood loss for the patient, and no need for medical intervention.